Event description:
It was reported patient underwent a knee arthroplasty on an unknown date with competitor product. Subsequently, patient underwent a revision procedure on (B)(6), 2014 due to unknown reasons. During the procedure, the ultradrive device displayed the heat warning indicator and sound. Osteotomes were utilized to complete the procedure. A 30 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.